Manufacturer narrative:
The reported complaint was not verifiable. No product was returned to the manufacturer for evaluation. Diligence for part return and additional information was unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per manufacturer's subsidiary, the unit switches off immediately when unplugged. The battery color when the event occurred and the power light emitting diode (led) on the front panel was green. This was not a back up unit and was actively used by the facility. There was no warning tone heard before the system shut down. The customer fully discharges and charges the battery at least once every month. They maintain charge in batteries by running it on wall power during surgeries.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure (cpb), the advanced perfusion system 1 (aps 1) was not switching over to battery when there was loss of power. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.